Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the instrument arm drape for failure analysis investigation. The accessory was analyzed and the complaint was not confirmed by failure analysis. The unit was analyzed and placed on an in-house tester. The sterile adapters for each arm connected and passed recognition and engagement. A spin test was performed and passed. The drape was installed with no issues observed. A visual inspection was performed and passed due to no visual damage observed. There was no problem detected.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the single port (sp) instrument arm drape was replaced and not used because the connection was not good. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument sterile adapter on the arm would not engage is what the customer implied. The instrument was inspected prior to use. There was no damage noticed out of the ordinary. A myomectomy surgical procedure was being performed. There was no patient injury. There are no photographic images of the device or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.